Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in-clinic for a follow-up. An alert for non-sustained rv oversensing was observed due to noise on the ventricular channel. The noise was reproduced with pocket manipulation. The lead was explanted and replaced. There were no adverse consequences to the patient.

Manufacturer narrative:
A partial lead was returned in three segments for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.